Event description:
During cardiac catheterization procedure a guiding wire was placed through the sheath for angioplasty portion of procedure. The guidewire was rotated by the physician for positioning in the body prior to the start of angioplasty. Guide noted to be twisted where it exited the sheath in the right iliac artery. The physician attempted to manipulate straight to pull it out when the catheter fractured with frayed ends at end of sheath. Attempts to remove fragment in cath lab were unsuccessful. The pt required operative removal of fragment. Pt remained hemodynamically stable.